Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6). Retrograde access with a 6f sheath. Pre-dilatation was performed with a 4mm balloon. After the pre-dilatation procedure the visi-pro was introduced into the body. The visi-pro stent slid from the balloon. The catheter was pulled back and the stent was between stenosis and the 6f sheath. The visi-pro stent was removed with an 8 f guiding sheath. Investigation of the returned device found that part of the actual stent is missing. The location of the missing piece is unknown.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.